Event description:
It was reported to nova biomedical that a consumer's meter was not showing all the segments of the time or date. During the evaluation of the device, it was confirmed that the first and second digit of the blood glucose result would not display making the report a reportable event. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.